Manufacturer narrative:
(B)(4). The lot number is unknown; therefore, a batch review was not performed. The complaint cannot be confirmed in the lab due to a lack of sample. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp)'s nurse contacted baxter's technical service center requesting information on how to have the hp restart the setup after the patient line was compromised during the setup on the homechoice (hc) machine. The technical service representative (tsr) advised the nurse to have the hp cycle power to the hc machine and to restart the setup with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the line being compromised, the nurse did not remember the event. Per nurse, the hp is continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.